Manufacturer narrative:
Report is for an unknown quantity of unknown screws. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient underwent surgery on (B)(6) 2015. On (B)(6) 2015 the patient had revision surgery due to non-union. During the open reduction internal fixation revision surgery it was found that almost all of the 2.7mm variable angle (va) locking head screws in both the va distal medial tibial and va anterolateral distal tibial plate broke off in their shafts. The screws heads were still engaged in the plate hole. Some of the 3.5mm cortex screws also broke off at their shafts which were through the va distal medial tibial plate. As much of the broken screws were removed as possible but some broken screw fragments were left in situ as the surgeon deemed the trauma involved to retrieve the fragments would be too much. It was not possible to distinguish which screws broke and which did not. The two (2) tibial plates were both fully intact when removed from the patient. The surgeon re-plated the fracture using a fixed angle distal medial tibial plate low bend plate. Patient outcome is unknown. This report is for an unknown quantity of unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.